Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017, a patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient's stoma site had irritation, mild redness, pain, and smelly pink colored secretions which completely soaked the patient's split bandage after a few hours. On (B)(6) 2017, the patient began treatment with unknown antibiotics. On an unknown date, all of the patient's insertion site complaints were reduced and the unknown antibiotics were discontinued.